Event description:
Wellness staff were drawing blood for employees for the wellness program. After completing a blood draw the staff member attempted to engage the safety mechanism and it came apart from the needle leaving an exposed needle. The staff member was attempting to close the safety mechanism by placing the needle on the table when this occurred. FDA safety report ID# (B)(4).